Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there are a couple of ra impedance spikes seen daily ra lead. It could be lead issue, header insertion issue and /or spring contacts connection issue. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).